Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and resumed device use. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient's device was explanted. On (B)(6) 2018, the recipient was reimplanted with another advanced bionics cochlear device. The recipient's device is reportedly lost and will not return to for analysis. The recipient is doing well.